Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was no longer receiving stimulation after not charging for at least 2 months. It was also reported the patient was unable to establish communication between her scs ipg and external devices. An sjm representative confirmed the issue using external devices. As a result, the scs ipg was explanted and replaced.